Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 513mg/dl. Customer treated with an injection. Troubleshooting found that the customer changed out the entire set and their blood glucose went back to normal. Customer indicated that the pump was exposed to high temperatures and troubleshooting advised customer on this but customer declined further high blood glucose troubleshooting. Customer was advised to follow up with their doctor. No further details given.